Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H3:-other: an engineering investigation will be conducted after return and receipt of the device. H6 investigation findings c19 is related to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a branched endovascular aortic aneurysm repair with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) and a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that a 10 fr introducer sheath inside a 16 fr aptus steerable sheath was used. To reach the lesion the vbx was moved back and forth through the 10 fr sheath. An extra resistance was observed when moving the vbx back into the 10 fr sheath, at the tip of the 10 fr sheath. It was reported that during advancement, before reaching the target vessel, the vbx endoprosthesis got loose from the delivery system inside the 16 fr introducer sheath. The device was picked up with a snare inside the introducer sheath and successfully removed from the patient before completing the procedure (B)(4), manufacturer report number 2017233-2025-06822). Unfortunately, it was discarded on site. Reportedly in the same procedure a vsx endoprosthesis did not deploy completely in the renal artery. When pulling the deployment line, the vsx moved at one point, instead of deploying. It was successfully removed from the patient before completing the procedure. There was no report of patient harm. Another device was implanted successfully with no complications. The physician considered the procedure as a standard branched endovascular aortic aneurysm repair (bevar) case.

Manufacturer narrative:
Engineering investigation: the reported failure mode of partial deployment ¿ partial device expansion is not consistent with the device returned with the endoprosthesis fully constrained. The condition of the vsx device as returned was consistent with a stuck deployment line during attempted deployment. Deployment difficulty was noted during the engineering evaluation: deployment could not be continued by pulling the knob, and no cause could be identified concerning the observed difficulty. Deployment was ultimately resumed with traction applied at the endoprosthesis, demonstrating the zipper to be functional. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the partial deployment with stuck deployment line could not be established with the available information, including device evaluation. Damage to the device was observed by engineers. There was distal directional displacement of the endoprosthesis, exposed distal shaft and kinked distal shaft. The cause for this damage could not be determined, but it is consistent with damage resulting from the reported inability to deploy, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.